Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 72" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to missing pd core software. The pd core software was re-installed to resolve the report. Historically failures of this type are a result of the device's software being upgraded. We were unable to obtain information from the customer if a software upgrade had been performed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.